Event description:
It was reported that the cadd equipment was dripping 5-fluorouracil. The status of the product when the incident happened was during its immediate use. There was patient involvement, there was no patient harm.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one picture was provided showing what appears to be a tear on the incoming tubing of the set. The customer reported issue can be confirmed based on the returned image. However, without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified. If the sample is returned, the complaint will be reopened for further investigation.